Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver (B)(4) that was used with the complaint device was returned for evaluation on (B)(6) 2015. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6)2015, patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the returned pediatric share receiver (part number stk-pr-blu/serial number (B)(4)/lot number 5198409), was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and no errors were observed. The reported event of a permanent out of range signal was not confirmed during log review. A root cause could not be determined.